Manufacturer narrative:
The device was not returned for evaluation. However, follow up CT imaging with and without contrast along with procedures notes, medical records and discharge summary were reviewed by a clinical representative. Based on the review of the images and medical records, it indicates that the overlap between the two devices seems inadequate. Also severe angulation within the aneurysm sac was observed. The root cause of the type iii endoleak was separation between the bifurcated device and the proximal aortic extension, which was caused due to the severe angulation of the sac and inadequate overlap between the devices. Based on the review of the event, information available, manufacturing records, and complaint handling database, there is no evidence that this complaint is due to a manufacturing issue. Endoleaks are a known risk of the procedure, as identified in the product labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device not returned to manufacturer.

Event description:
It was reported that approximately 14 months post-implant, the patient died allegedly due to a ruptured aneurysm. The patient presented in the emergency room with abdominal pain. A computed tomography scan revealed a type iii endoleak between the suprarenal aortic extension and the bifurcated device. An open repair was planned; however, the patient's aneurysm ruptured and the patient coded before the procedure could be performed. Reportedly, a retrospective image review was performed by the physician and identified a type iii endoleak during a 8 month follow-up computed tomography scan, which was not previously detected by the radiologist.